Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effects and treatment appear to be related to circumstances of the procedure. The patient effects of occlusion, tissue damage and surgical procedure are listed in the perclose proglide instructions for use as potential adverse events associated with the use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling. The other two proglide devices are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery was attempted with four proglide devices, using a pre-close technique, via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of the first proglide device were successfully replaced. Reportedly, suture placement with two proglide devices failed due to heavy calcification at access site. The sutures of another proglide device were successfully replaced, but appear to have grabbed the back wall of the artery as the artery was closed off when the sutures were tightened following the tavi procedure. An occlusion was noted after completion of the tavi procedure. A surgical cut down was performed to unblock the closure and patch the site. Medication, heparin, was given. No additional information was provided.